Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number was provided for evaluation; however, b. Braun has initiated a voluntary medical device correction 2523676-9/26/23-004-c for multiple batches of infusomat® pump sets manufactured between 01 january 2022 - 17 august 2023. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: air in line alarms. Detailed inquiry description: "rn entered pt's room and noted IV pump to be beeping with air bubble alarm. This rn attempted to fix issue by re-priming pump, changing out tubing, changing out pump for another, and changing to new bag of ivf. All these interventions did not fix issue as pump continued to alarm with same error "air in line". 2 additional rns attempted to fix issue with similar results. No injury reported.